Manufacturer narrative:
D4 unique identifier (UDI) for balloon: (B)(4). D4 unique identifier (UDI) for pump: (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented recurring incontinence due to a fluid loss. The pump and cuff were removed and replaced, while the existing balloon was kept in the patient and a new one was added to the system. There is no additional information reported.